Event description:
It was reported that during a spinal procedure it was observed that the foot control device was leaking oil. There were no delays in surgery. It was unknown if a spare device was available. No injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the condition was confirmed. Evidence indicates this is due to usage wear over time. Since the device failure was caused by normal wear out from use and is not related to any device nonconformity or manufacturing process failure, no further investigation is required at this time. If additional information should become available, a supplemental medwatch report will be sent accordingly.